Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿this is a 77 yrs male, current smoker, former alcohol user, had a left internal carotid artery-ophthalmic (c6 segment) aneurysm (4.5x5.7x8.2 mm), baseline parent artery stenosis >50-75%. The procedure was performed on (B)(6) 2025 with one surpass evolve fd (fd45020, lot 25574547), implanted, completely covered aneurysm neck. (B)(6) 2025 dsa showed stent intimal hyperplasia with moderate stenosis¿. Additional information provided by the customer indicated the stenosis percentage with evolve fds right post-surgery was 39% and it was worsen during 6 month follow-up this time, now as 51.5%. A balloon dilation of internal carotid artery¿ is planned to be done next week. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in the clinical study post procedure 6-months after treatment of a left internal carotid artery-ophthalmic (c6 segment) aneurysm, dsa imaging showed intimal hyperplasia with moderate stenosis in relation to the subject flow diverter stent. The patient was treated with medication and had extended hospital care. Balloon dilation of the carotid artery is scheduled in the future. No other information is available.

Event description:
It was reported in the clinical study post procedure 6-months after treatment of a left internal carotid artery-ophthalmic (c6 segment) aneurysm, dsa imaging showed intimal hyperplasia with moderate stenosis in relation to the subject flow diverter stent. The patient was treated with medication and had extended hospital care. Balloon dilation of the carotid artery is scheduled in the future. No other information is available.